Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the holes of the magic 3 go male intermittent catheter were not large enough. The flow was not satisfying. Patient would like something with holes that had a larger diameter.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, this device was produced prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is assumed that this occurred due to a failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the holes of the magic 3 go male intermittent catheter were not large enough. The flow was not satisfying. The patient would like something with holes that had a larger diameter.